Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015 around 7:15 am while at home. The patient was reported to be wearing the device and sitting on his bed when he fell forward. Per the patient flag and ECG data, at 7:35:53 on (B)(6) 2015 asystole was detected. The ECG showed that the patient was in an idioventricular rhythm at 40 bpm. Between 07:36:59 and 07:38:53 am two arrhythmias were detected, the ECG showed an idioventricular rhythm at bpm degrading to asystole with intermittent cardiac activity. At 07:41:07 an arrhythmia was detected due to CPR artifact. The patient received an inappropriate defibrillation shock at 07:41:19 am. CPR artifact contributed to the false detection. The rhythm at the time of the treatment and post-shock rhythm was asystole with CPR artifact. Five additional arrhythmias were detected between 07:42:43 and 08:01:21. The ECG showed asystole with CPR artifact. No additional defibrillation were delivered. The response buttons were not pressed during the entire event. The electrode belt was disconnected at 08:44:36 am.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) is complete. As received, the monitor and electrode belt were fully functional and able to detect and treat a patient. There is no indication that the device caused or contributed to the patient death. Electrode belt sn (B)(4) - 06/2014.